Event description:
It was reported that non sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead via remote transmission. The patient was brought into clinic for additional testing. It was noted that capture thresholds were slightly elevated. Isometric testing was performed but the noise could not be reproduced while in clinic. The pacing impedance measurements had fluctuated over time, and currently the bipolar impedance was high but within range. Programming changes were completed by the physician to address the noise. Noise detection intervals were changed as a precaution to prevent inappropriate shock though none had occurred. The physician advised the patient that considering the age of the rv lead it may have to be replaced at some point. Only one noise episode had been observed on remote transmission since reprogramming. The plan was to continue to monitor the rv lead. The patient was asymptomatic and stable.

Manufacturer narrative:
Note: a complete UDI is not available as the product was manufactured on or before september 23, 2014.